Event description:
An affiliate reported that while manually processing scopes in the operating theater, five healthcare workers (hcws) experienced symptoms of burning eyes, sore throat, running nose, and difficulty breathing. Eight fuginon brand gastroscopes and colonoscopes scopes were manually processed with cidex opa on (B)(6) 2013. It was also reported that cidex opa is a compatible disinfectant for these scopes. The condition of the room was described as well ventilated (air conditioning), the air exchanges were measured, and no other chemicals were in the room. The basin was ¿covered and opened when they were disinfecting the scopes¿. It is reported that the hcw¿s wore proper ppe. Three of the five hcw¿s were seen in the casualty department (emergency room) at (B)(6) hospital, treated and released. The gastroenterologist and anesthesiologist did not seek medical attention. This report is for female hcw (age (b))(6)) who experienced a ' wheezy chest and itchy eyes'. The diagnosis is possible exposure to cidex. She is a known asthmatic. No allergy testing was performed. The hcw worked around high-level disinfectants (gluteralhyde and opa based) for 28 years. The treatment received was promethezine, solucortef, and antihistamine. This hcw recovered and is back at work. This incident is not a reportable event in (B)(6); however, this event was reported for injury on duty per the (B)(6) workman's compensation act for three of the hcw¿s. Related complaints for the three affected healthcare workers (B)(4).

Event description:
Additional information was received regarding (B)(4): she was treated and admitted at the hospital for 2 days and she spent 15 days recovering at home, on sick leave (medical leave). The doctor discharged her from the hospital to recover at home. The treatment received was to treat all the reported symptoms. She started working with cidex opa in 2004. All the stock of the same batch of cidex opa that was used was removed and replaced with a new batch.

Manufacturer narrative:
(B)(4). This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2013-00439, 2084725-2013-00440, and 2084725-2013-00442.

Manufacturer narrative:
Lot number correction: 270213110. Asp investigation summary: the investigation included a review of the device history review, product code trending, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. DHR (device history review) the certificate of analysis was reviewed for cidex® opa solution. The product met all specifications prior to product release. Problem code trending for october 2012 through september 2013 for the problem code respiratory reaction showed there were (B)(4) complaints which were both related to this one event. Thus no trend was observed. Problem code trending for october 2012 through september 2013 for the problem code eye reaction showed there were a total of (B)(4) complaints. (B)(4) of the (B)(4) complaints were related to this one event. Thus no trend was observed. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed as a category 1 - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similiar issues indicated that the hazard/risk index is none/negligible. The three (3) complaint returned samples were assayed for opa concentration. All samples met the specification of (B)(4). The retain product was not tested because the returned sample from the customer meets specification. The most likely assignable cause is that the hcw was exposed to the chemical solution. The cidex opa instructions for use (IFU) state to use in well-ventilated area and in closed containers with tight-fitting lids. Failure to follow the instructions for use may expose users to cidex opa vapors. Per the cidex opa instructions for use (IFU), exposure to ortho-phthalaldehyde (opa) vapor is irritating to the respiratory tract and eyes, may cause stinging sensation in the nose and throat. May cause chest discomfort and tightness, difficulty with breathing and headache. In the case of adverse reactions from inhalation of vapor, move to fresh air. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. It is advised that the product should be used in a well ventilated area and in the closed containers with tight-fitting lids. When disinfecting devices, use proper personal protective equipment (ppe) such as gloves, eye protection, and fluid-resistant gowns. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods/portable ventilation devices contains filter media which absorb opa from the air. Failure to follow the instructions for use may expose users to cidex opa vapors.